Manufacturer narrative:
Additional information: section a.3, b.6. Corrected information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device will not be returned for analysis. A review of the device history record was performed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient continues to use the device and will be managed by the facility's protocols. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicates impedance issues, despite device testing within normal limits. Programming adjustments have been made with noted improvement.